Event description:
As reported by sales representative who was not present however received info from endoscopy nurse. The pt was undergoing an ercp procedure. The physician was performing a sphincterotomy at the papilla of the common bile duct. The cut wire broke while physician was making the second cut on the sphinterotomy. "The wire was not completely bowed and snapped." The wire was suspected to have perforated the common bile duct. The procedure was halted and the pt was transferred to a larger teaching hosp for eval. No surgical intervention was required and the pt stabilized. The suspect device is being held by the hosp's health & safety dept.